Event description:
It was reported that the ok button is not responding. It was reported that the keypad is intact and the pump is not exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The ok button was not responsive during testing. It was also found that the up, down and contrast buttons required excessive force to activate a response. During investigation, it was observed that the ok button did not spring back when pressed and the up, down and contrast buttons intermittently spring back. There was evidence of keypad adhesive found under all the key contacts.